Event description:
A customer reported experiencing a high blood glucose displayed as "high"; although specific value was not provided. Cause was not known. To address the issue, the customer administered a correction injection using multiple daily injections (mdi) and stopped using the pump. Control iq feature was active during the high bg event.